Event description:
Device issue: none. Adverse event: intraparenchymal and subarachnoid hemorrhage; cerebrovascular accident (cva). Time of adverse event: after the procedure. It was reported that on (B) (6) 2010, the pt had an xact stent implanted in the left internal carotid artery. On (B) (6) 2010, the pt presented to the ER with vomiting, abdominal bloating, and headache. CT of the head found intraparenchymal bleed and subarachnoid hemorrhage. The pt was taking aspirin, coumadin, plavix, and lovenox. The lovenox was to be taken once daily, but the pt erroneously took it twice daily. The pt has a history of an aortic valve replacement. The pt reports to have fallen on her knees, but denies any head trauma. The pt was treated with blood transfusion and plasma transfusion. Some of the pt's anticoagulants were held. Although the pt experienced intracranial hemorrhage, there were no neurological deficits to suggest that a stroke occurred; however, the physician assessment noted hemorrhage and cva. There was no adverse sequela. The pt was discharged home on (B) (6) 2010. No add'l info was provided.

Manufacturer narrative:
(B) (4). The device was not returned for analysis as it remains in the pt. Cerebrovascular accident, headache, and intracranial hemorrhage are known potential adverse outcomes associated with carotid stents and are listed in the device instructions for use (IFU). No anomalies to the catheter were reported during delivery system inspection prior to use and preparation. Based on the available info and relevant mfg records, the incident does not appear to be related to a product deficiency. It is possible that the pt disease state and operational context of the device contributed to the reported events. Xact catheters are 100% inspected for any anomalies prior to being packaged. Review of the device lot history record did not produce any findings relevant to this report.